Event description:
It was reported that an ilet pump displayed a blue circle when the user attempted to wake it and behaved the same on the charging pad, consistent with an unexpected shutdown of the device¿s computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the device¿s computer software that led to an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding.

Manufacturer narrative:
Initial.